Manufacturer narrative:
This was reported by the patient. The surgeon is: (B)(6). Health (B)(6) incident report reference no. (B)(4); submitted to health (B)(6) by the patient. (B)(4) capture the reportable events of constant pain, and bursitis. (B)(4) capture the reportable events of the patient had taken physiotherapy, osteopathy treatments and exercises, was treated with cortisone injections twice, taken a lot of anti-inflammatory drugs to treat the pain, and had greatly affected her mood during the day and had awakened her up every night. The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a transobturator tape (tvt-o) procedure performed on (B)(6) 2016, to treat urinary incontinence. On (B)(6) 2016, after the procedure, the patient experienced great pain and stiffness in both groins which persisted for several weeks. She also experienced squeaking in the groin area when moving. Moreover, the patient shared and consulted these symptoms with the physician during her follow-up meeting, and she was told that the pain and squeaking felt had no connection with the surgery. So, she started physiotherapy and osteopathy treatments. Subsequently, the pain felt by the patient had diminished a little during the period. However, a few months later, her right hip started to hurt a lot. Despite the treatments and exercises, the pain did not even decrease. After the examinations, the patient was diagnosed with bursitis and was treated with cortisone injections twice without success. The pain persisted, spread, and increased over time. She now has constant pain, burning, and tugging feeling in the right aid. She also felt tenderness, stiffness, and twitching in her right hip that extended into her thigh. For the past few months, the pain has started to settle in her right groin and in her hip. The constant pain greatly affected her mood during the day and had awakened her up every night. Reportedly, the patient had taken a lot of anti-inflammatory drugs to treat the pain.